Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system and identified that the power supply blew up during the service. The fse replaced and returned the pdu fan tray and dcps to supplier for further analysis. The analysis confirmed the cause of psu01 failure was due to electrical overstress. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not turn on. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.